Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic received additional information indicating that the water used in the device is sterile water and the cleaning procedure was not known. Per the operator's manual, deionized water should be used in the biocal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during setup, the biocal heater/cooler instrument's "add water" alarm came on with water in the tank. The instrument was replaced with a backup and there was no result adverse patient effect. The medtronic service technician informed the customer that this product is no longer serviced by medtronic and provided them with the end of service letter. Additional information was later received indicating that sterile water was used in the instrument, the water is changed after each use and ice is not used. The details of the customer¿s cleaning protocol were not provided. Per the biocal operator's manual, cleaning protocols should be followed and deionized water should be used in the biocal.